Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Capsular contracture unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. Cancer-ndr: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Yellow particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed. Additional, corrected and/or changed data: b.3, d.9, h.3, h.6.

Event description:
Regulatory agency reported extracapsular rupture of the right device and capsular contracture - baker grade ii. Subsequently, a pet scan identified, a melanoma not device related, a focus of peri-prosthetic inflammation and silicone-containing lymphadenopathy. Device has been explanted. This relates to the right side

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, and device rupture.

Event description:
Regulatory agency reported extracapsular rupture of the right device and capsular contracture - baker grade ii. Subsequently, a pet scan identified, a melanoma not device related, a focus of peri-prosthetic inflammation and silicone-containing lymphadenopathy. Device has been explanted. This relates to the right side